Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The customer corrected the circuit set up by moving the proximal pressure line form the proximal port to the fitting on the gas outlet port. This test now passes. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved through remote trouble shooting.

Event description:
The customer reported flow accuracy test failed. Pressure not increasing as the ball valve is closed. The customer confirmed the reported issue.